Event description:
The hospital received experiencing problems with the product clumping and not changing colors. Follow-up with the hospital revealed they experienced the problem while in use with another manufacturer's heat and moisture exchanger. The hospital further reports that the problem vanished when they replaced ttheir heat and moisture exchanger. The product is being returned.